Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device was alerting low flow and air leak. Device primed and stopped therapy with 0 water flow rate (wfr). Adult patient with 4 pads connected. Patient temperature (pt) was 38.4c, targeted temperature (tt) was 36c, water temperature (wt) was 8.6c. Had stop therapy and empty pads. Disconnected pads and placed in manual control at 4c. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 7.8c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 9.5c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 59 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3479.7 and pump hours were 3095.8. Added pads back to device while in manual control. System diagnostics showed that the water flow rate (wfr) was 1.4-2.5 l/m, inlet pressure (ip) was -5.4psi, circulation pump command (cpc) was 100 percentage. Walked through disabling manual control. Confirmed device was operating within specifications in manual control with no pads. Had restart therapy and water flow rate (wfr) was stabilized at 3 l/m. Advised to call back with any additional questions or concerns.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device was alerting low flow and air leak. Device primed and stopped therapy with 0 water flow rate (wfr). Adult patient with 4 pads connected. Patient temperature (pt) was 38.4c, targeted temperature (tt) was 36c, water temperature (wt) was 8.6c. Had stop therapy and empty pads. Disconnected pads and placed in manual control at 4c. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 7.8c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 9.5c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 59 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3479.7 and pump hours were 3095.8. Added pads back to device while in manual control. System diagnostics showed that the water flow rate (wfr) was 1.4-2.5 l/m, inlet pressure (ip) was -5.4psi, circulation pump command (cpc) was 100 percentage. Walked through disabling manual control. Confirmed device was operating within specifications in manual control with no pads. Had restart therapy and water flow rate (wfr) was stabilized at 3 l/m. Advised to call back with any additional questions or concerns. Per follow up information received via email on 15jul2024, spoke with nurse who was working with the patient at this time. Nurse confirmed no further issues with the device or the pads after troubleshooting and reconnecting the pads. They stated the flow rate and air pressure were fine and patient completed therapy. The pads were disposed of, and the device has remained in service.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device was alerting low flow and air leak. Device primed and stopped therapy with 0 water flow rate (wfr). Adult patient with 4 pads connected. Patient temperature (pt) was 38.4c, targeted temperature (tt) was 36c, water temperature (wt) was 8.6c. Had stop therapy and empty pads. Disconnected pads and placed in manual control at 4c. System diagnostics with no pads showed that the outlet monitor temperature (t1) was 7.8c, outlet control temperature (t2) was 7.6c, inlet temperature (t3) was 9.5c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 59 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 3479.7 and pump hours were 3095.8. Added pads back to device while in manual control. System diagnostics showed that the water flow rate (wfr) was 1.4-2.5 l/m, inlet pressure (ip) was -5.4psi, circulation pump command (cpc) was 100 percentage. Walked through disabling manual control. Confirmed device was operating within specifications in manual control with no pads. Had restart therapy and water flow rate (wfr) was stabilized at 3 l/m. Advised to call back with any additional questions or concerns. Per follow up information received via email on 15jul2024, spoke with nurse who was working with the patient at this time. Nurse confirmed no further issues with the device or the pads after troubleshooting and reconnecting the pads. They stated the flow rate and air pressure were fine and patient completed therapy. The pads were disposed of, and the device has remained in service.